Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty sensor resistor damage by moisture. The compromised force sensor system alarm was unable to be verified due to motor error alarms. The drive support was inspected and no anomaly was present on the device. The motor was tested outside the device and passed. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump was received with minor scratches on the display window and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 260 mg/dl. Troubleshooting for the alarm was performed. Customer advised the insulin pump has been dropped several times. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.